Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage being too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that power consumption was increasing in a gradual fashion. To date, this device remains in service. No adverse patient effects were reported.